Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the manufacturing record evaluation (mre). Once the information is provided, it will be submitted in the supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smartablate¿ irrigation tubing set and after priming, a foreign material issue occurred. It was reported that air bubbles appeared in tubing set. It was also reported that while priming, there was white muddy substance inside the tubing that migrated when saline was applied. The tubing set was replaced. The procedure was completed. No patient consequences were reported. Additional information received stated that the foreign material was observed inside and outside of the tubing. The issue of bubbles in the tubing has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The observed foreign material has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a smartablate¿ irrigation tubing set and after priming, a foreign material issue occurred. On 3/21/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacturer ref no: (B)(4).